Event description:
New information received notes the implantable cardiac monitor (icm) was explanted and replaced. The patient was stable following the procedure.

Event description:
It was reported that premature battery depletion was suspected on the implantable cardiac monitor (icm). The icm was noted to have reached end of life (eol). The icm was implanted and being monitored. The patient was stable.